Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.

Event description:
The customer reported that it is not possible to enable x-ray. Getting errors high speed body "geometry not available".